Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, after successfully doing clamp test and making sure device is in firing mode, the tissue was clamped and the green button was pressed however, the device did not fire and the display showed an adapter error. The device was removed from the patient's body and the adapter was removed and reconnected to the handle however, the display screen showed the adapter procedure remaining was "0". The case was completed using a manual handle and the same reload. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was oversaturated and not reacting to any force applied. No abnormalities were noted with the strain gauge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. If information is provided in the future, a supplemental report will be issued.